Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room approximately three days post implant. It was reported that the patient experienced a pre-syncopal (light headed) episode and fell on their bed. The lead exhibited loss of capture (loc) at maximum outputs resulting in a pause in pacing for 10 seconds. The pause in pacing did not result in a loss of consciousness and the patient had an escape rate in the 30 beats per minute (bpm) range. The lead was observed to have dislodged.

Manufacturer narrative:
A revision procedure was performed. The lead was successfully repositioned without incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.